Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they need to press a button 4 to 5 times until it responds. Customer's blood glucose reading was 108 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are responding intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. The insulin pump has cracked case at the display window corners and minor scratched lcd window.